Event description:
A surgeon reports that during an intraocular lens (iol) implant surgery, the leading haptic was stuck to the optic and the lens would not unfold. During removal of the lens, the zonules dehisced and the capsule came out with the iol. An enlargement of the incision was required, a vitrectomy and capsulotomy were done, and the lens was exchanged. In a follow-up, the surgeon reports the outcome of event for the pt as "unk", but the prognosis is "good".

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested on 08/15/2008 and 08/21/2008 by fax, mail, and phone. A completed questionnaire was received on 08/25/2008.